Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the power wall adapter metal plug was bent was not able to be used for charging the pump battery. Customer used another adapter. There was no reported impact to customer's blood glucose. Customer declined to provide further information.